Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. (B)(4).

Event description:
The hospital reported that dr. (B)(6) noticed blood was leaking from the "y" of the graft during the operation due to the pinholes from anastomotic defect. The hospital was using autologous blood. The bleeding was stopped by closing the pinholes (leaking areas) with sutures. The hospital did not report any pt effects. The graft was implanted and will not be returned to maquet cardiovascular.